Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Urinary disturbances; dyspareunia. It was reported that the patient underwent mesh implantation simultaneously with removal of a bladder stone. Due to pain, urinary disturbances, dyspareunia and infections mesh was removed on (B)(6) 2005, (B)(6) 2008 and (B)(6) 2010.